Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to high thresholds resulting in a suspension status. The thresholds then doubled due to this status leading to the battery consumption to be increased. This lead remains in service. No adverse patient effects were reported.